Event description:
A type ii diabetic pt reported that she had several hypoglycemic incidents in the last three weeks. The pt reported that she "passed out" on one of these occasions. Her blood sugar was 42 mg/dl on an another monitor. No result was obtained on the suspect device at this time. On two other occasions when the pt was hypoglycemic, the pt compared the suspect device to another device and found that the suspect device read approx. 100 mg/dl high. The pt's oral medication has been adjusted.

Manufacturer narrative:
Standard disclaimer on file.